Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys tsh assay (tsh) on the e601 analyzer. The sample initially resulted as 4.79 uiu/ml and this value was reported outside of the laboratory to the physician. The sample was repeated on the same analyzer, resulting as 7.72 uiu/ml. The sample was also repeated twice on a different analyzer, resulting as 7.60 uiu/ml and 7.81 uiu/ml. The patient was not adversely affected. The tsh reagent lot number was 143583. The reagent expiration date was asked for, but not provided. It was suspected that the issue was caused by pre-analytic sample handling. A specific root cause could not be determined based on the provided information. The most likely root causes are related to alignment of tubes within the sample racks due to not using recommended rack inserts or pre-analytic sample handling. A general reagent issue can most likely be excluded.